Event description:
It was reported that the customer's blood glucose level was 459 mg/dl. The customer experienced the following symptoms: dry mouth and malaise. Standard troubleshooting was performed. The insulin pump functioned according to specification. The issue was determined to be an insertion site or infusion set issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.